Event description:
Pt had obtained a blood glucose result of 380 mg/dl, while using the suspect device. Reporter indicated that the pt was not feeling well (disoriented and sweating). Pt reportedly pressed a panic button on her necklace, which summoned emergency medical services. Upon paramedics' arrival, pt's blood glucose reportedly measured 50 mg/dl, on emt's blood glucose monitor (time duration between blood glucose results was not provided). Reporter indicated that pt was transported to the hospital and treated with glucose. Reporter noted that the pt was unable to recall any additional details about the event. Pt's current condition: feeling better. Quality control testing had not been performed on the system. Technical support had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.